Event description:
It was reported that the device flashed "service" message on the screen and locked up. The same issue was reported to have occurred few times previously. There was no report of pt use associated with the reported issue.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. Physio also observed several fault codes logged in the memory. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and was not able to duplicate the reported issue. Further component root cause of the malfunction was not determined.